Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was unknown. It was reported that the same day as event onset, the patient was hospitalized and treated with injection amikacin (150mg, stat, intraperitoneal, 1 dose) and injection vancomycin (1gm, stat, intraperitoneal, 1 dose). The following day the patient was treated with injection amikacin (250mg, once daily, intraperitoneal, ongoing) for peritonitis. The patient was discharged nine days after hospital admission. It was reported that three days after event onset, the patient was recovered from peritonitis. Pd therapy was ongoing. No additional information was available at the time of this report.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.